Event description:
It was initially reported by the surgeon that he found a hole in her esophagus when he was doing the revision surgeon noted in manufacturer report #1644487-2005-00345. He believed it happened when he had to remove the leads. The surgeon said he was able to repair the hole and the patient was doing fine.